Event description:
A consumer reported that following intraocular lens (iol) implant surgery she experienced bright lights, blurry vision, seeing multiples, nausea, and dizziness. She reported falling due to the dizziness. She stated she was unable to read her laptop even with glasses. She followed up with the implanting surgeon, who stated that everything looked fine. She then followed up with a second doctor, who reported that a haptic did not unfold and that the lens was titled back. She was prescribed medications for eye swelling postoperatively. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).